Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. Additional information added to: d8 and h4. The device was returned to olympus for inspection. And the reportable issue of improper reprocessing was confirmed. However, since the event was not a reproducible event, it was not possible to confirm, the reproduction of the event. Based on the results of the investigation, it was presumed, that there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. A review of the device history record (DHR) found no deviations, that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited insufficient or incorrect reprocessing. The issue was found during reprocessing for an unknown diagnostic procedure. There were no reports of patient harm.